Manufacturer narrative:
Patient country: (B)(6). Based on the available information, this event is deemed to be a serious injury. Common device name- tubes, gastrointestinal (and accessories). Knt. The reporter had no information which fecal management system (fms) was used when this incident occurred. It was either the fms protect (421630) or fms signal (418000) they were using for the patient. It was noted that the incident probably occurred probably because of incorrect use of the product. Information for use: insertion of the device: inflate the balloon with up to 45 ml of fluid by slowly depressing the syringe plunger. With the insertion finger removed, the signal dome will indicate once the balloon has reached the optimal fill level for the anatomy. There may be cases where the signal dome will not indicate if the space in the rectum is large. Precautions and observations: as long as the patient is regularly and closely monitored at all times, patients may be seated for short periods, i.e.: for up to two (2) hours, as part of daily nursing care. During this period of seating, regular monitoring should be made to ensure the tubing is never blocked or kinked and to check for and avoid pressure damage to the anal/peri-anal region. For some patients, the length of the period of seating to avoid pressure damage to the anal/peri-anal region could be much shorter and the clinician should be alert to this possibility. As with the use of any rectal device, the following adverse events could occur: leakage of stool around the device; rectal/anal bleeding due to pressure necrosis or ulceration of rectal or anal mucosa; peri-anal skin breakdown; temporary loss of anal sphincter muscle tone; infection; bowel obstruction; perforation of the bowel. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date, no product part number or lot number has been provided. Therefore, we are unable to determine the specific third party manufacturing site. Both potential manufacturing site numbers are listed. Should additional information become available a follow-up report will be submitted. (B)(4).

Event description:
It was reported the end user had been hospitalized in the intensive care unit due to pneumonia, sepsis, and kidney failure and was on a respirator. The patient did not have any rectal examination before the flexi-seal (fms) was inserted. The flexi-seal balloon was filled with 35ml water. Some leakage was observed and therefore additional 5 ml of water was filled into the balloon. The patient developed a pressure ulcer in the rectal vault. The wound is located equivalent to where the balloon from the flexi-seal was placed. This was observed when the patient underwent surgery on (B)(6) 2018 due to the bleeding. The product was removed on the third day because of bleeding in the stool. Tissue damage was observed as deep as to exposed muscularis. It was bleeding with low to medium speed. There was also increased bleeding from a larger wound higher up in the rectum vault, not reported to be caused by the flexi-seal. It was further reported that ¿the patient was immobilized lying in bed on constantly on the sides. Never on the back.¿ it was reported the patient had an increased bleeding tendency and received a blood transfusion during the hospitalization.